Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was unknown. Customer stated that it alarm infusion blocked 5 times today. Customer changed out the set and reservoir twice and the pump keeps alarming. Customer is unable to contact helpline due to not having access to call internationally. Customer was advised that we replace the pump.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing; the insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The insulin pump was received with scratched case.